Event description:
It was reported that a patient presented in the clinic with ams episodes due to competitive atrial pacing. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.